Manufacturer narrative:
The investigation results show that the postoperative plate fracture occurred through a bar, so the reported event could be confirmed. The (measurable) dimensions of the returned plate are in accordance with the specifications. The chemical composition conforms to the specification of ti grade 2. The macroscopic appearance points to exceeding the material strength. That is confirmed by the deterioration of the anodization layer, the changes of the surface¿s structure and the secondary cracks in the area of the breakage. The fracture surfaces were partially leveled due to friction with the counterpart. The non-destroyed fracture surfaces (rest) shows the appearance of a forced rupture. Furthermore, there is a crack line through the entire plate. On the edge of each fracture surface and the related bottom side, there are secondary cracks. Furthermore, the bottom surface of fragment # 2 in the area of the breakage shows very strong deformation resulting from medical instruments. The fractographic investigation with sem shows a structure of a ductile forced rupture with secondary cracks and in addition, swinging lines of a fatigue breakage are visible. Most likely the very strong deformations / dents due to medical instruments might have contributed the plate breakage. Scratching or damage to the implant can significantly reduce the strength and fatigue resistance of the product. All relevant quality documents (manufacturing and inspection documents) have been reviewed. The device history record for article# 11-28926 with lot/batch code# 1000280800 indicates (B)(4) devices were manufactured and accepted into final stock on 2017-nov-30. No issues could be found in the manufacturing or inspection documents. Initially the case was reported with minimal information. A non-stryker third party distributor was the direct contact to the reporting healthcare facility and various requests were addressed in order to gain more insight into the reported incident / to track essential case details. Finally, sufficient feedback has been received and the requested x-rays were provided. Information and images were forwarded to the clinical expert for evaluation. Based on his assessment in this case there was nothing wrong with the surgical technique. Based on the investigation and the corresponding statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no further corrective and / or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported that the recon plate fractured at an angled position post-operatively. It is unknown what further actions were taken; however, it is likely to assume that medical intervention will occur.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the recon plate fractured at an angled position post-operatively. It is unknown what further actions were taken; however, it is likely to assume that medical intervention will occur.